Event description:
The customer reported receiving imprecise meter readings on her freestyle blood glucose meter. She reports receiving readings of "hi" (any reading greater than 500mg/dl is reported by the meter as "hi") and 43 mg/dl within a ten minute timeframe. When plotted, the results fell within the "d" zone of the parkes error grid and are considered clinically significant. There was no report of death, serious injury or mistreatment in this case.

Manufacturer narrative:
(B)(4). The product has been investigated and the complaint was not confirmed. No new issues were observed, all results were within the range specification and no errors were observed during control solution testing. It should be noted the readings reported by the customer were not found in the meter's internal memory.